Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. Testing of the customer samples was performed and partial retraction was observed. No samples or photos from reported batch 8310622 were received for evaluation. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 891355 and potential causes have been identified. As a result, corrective actions have been established and implemented. H3 other text : see section h.10.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "they informed us via email and the same day we went for a collection of needed information for further investigation, unfortunately, they discarded the affected wing-set. They reported that after activation of safety, the needle doesn't retract fully."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8310622. Medical device expiration date: 2020-11-30. Device manufacture date: 2018-11-06. Medical device lot #: 8318654. Medical device expiration date: 2020-11-30. Device manufacture date: 2018-11-14. Medical device lot #: 8331653. Medical device expiration date: 2020-11-30. Device manufacture date: 2018-11-27. Medical device lot #: 8313920. Medical device expiration date: 2020-11-30. Device manufacture date: 2018-11-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "they informed us via email and the same day we went for a collection of needed information for further investigation, unfortunately, they discarded the affected wing-set. They reported that after activation of safety, the needle doesn't retract fully."